Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer reported a cut in the tubing. The customer stated that the recirculation line was coming off of the top of the oxygenator, from the pre-membrane bubble trap it was found to be cut/sliced very close to the device. There was no damage observed to the packaging or anything else in the pack. The recirculation line was cut. Other devices in the same box/shipping container were not damaged. The device was not used, it was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4.2 (expiration date) <(>&<)> h4. (Device mfg date). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.